Manufacturer narrative:
No product will be returned for evaluation. The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges cannulas fro,m the last order have been defective. Caller stated the cannulas slipped out/came out. No adverse event reported. No product will be returned.